Event description:
Around 12/16/1998, the account rec'd a negative result on a serum sample which was tested with the testpack plus hcg combo assay. The sample was tested and a result of 89 iu/l was obtained, which was reported. No report of injury.